Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot 13k046 was manufactured october 15, 2013 - october 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused, with therapy lasting six hours instead of an expected eight hours. This occurred during patient infusion of ketamine (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.